Manufacturer narrative:
Updated information: b1 selected serious injury. B2 selected other serious. B5 updated clinical narrative. D6b explant date added. H1 changed to serious injury. H6 clinical code e2403 changed to e050304. H6 med dev prob code added a01.

Event description:
Updated clinical narrative: the patient's outcome was survived to explant. Impella 5.5 was inserted via the right axillary artery in a 38 year-old female patient presenting with cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d. Extracorporeal membrane oxygenation was present at the time of impella 5.5 implantation, with extracorporeal membrane oxygenation serving as the primary hemodynamic support device and the impella device utilized for left ventricular venting. On day 20 of support, which is greater than the recommended duration of support per the IFU, a red alarm for high purge pressure was reported, with purge flow less than 1 milliliter per hour and purge pressure measured at 1070 millimeters of mercury. The purge line was assessed for kinks and obstructions. Tissue plasminogen activator (tpa) was utilized as on off label use for hpp to mitigate impact of biomaterial within the motor and there was no impact on the patient. The hpp was resolved with utilization of tpa. While on support the device functioned within the expected range for p-7 4.3 l/min and the purge solution consisted of dextrose five percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on mechanical circulatory support, with consideration for future transplant listing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the doctor reported a red alarm: ¿purge pressure high¿. The purge flow was less than one milliliter per hour and the purge pressure was 1070 millimeters of mercury. The line was checked for kinks and obstructions. A recommendation was made to replace the pump; recombinant tissue plasminogen activator lysis was also discussed. The patient is still on support.

Manufacturer narrative:
Updated information: h6 impact code added f2303 removed f26.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the controller.